Event description:
A patient implanted with the evoke system reported new pain sensation on the spine when leaning back, at the ipg site and right leg. Upon imaging, a pinching issue was found on l4/l5. The physician decided to explant the system on (B)(6) 2022.